Manufacturer narrative:
Reporter occupation is lay user/patient. Unique device identifier (UDI) (B)(4). The patient's meter and one test strip were provided for investigation where they were tested using retention controls. Testing result (qc range = 2.2 - 3.4 inr): qc 1: 2.5 inr. The obtained qc value was in the allowed range of the used combination strip lot - qc lot. The measurement was without an error message. The results alleged by the patient were observed in the meter¿s patient result memory. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." Test strip retention samples passed the internal inspection. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable inr results with a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory methodology. The patient was also tested with her doctor's meter. The type of meter was requested but not provided, but the patient stated her doctor's meter used the same test strips as her meter. At 09:36 a.m., the patient's meter result was 5.3 inr. At 10:11 a.m., the patient's meter result was 5.0 inr. "Between 1:00 and 1:30 p.m.," the patient's inr result on the doctor's meter was 4.8 inr. "Between 1:00 and 1:30 p.m.," the patient's laboratory result was 3.8 inr. The doctor determined the laboratory's inr result was correct for the patient. The patient's therapeutic range is 2.0-3.0 inr.